Manufacturer narrative:
Concomitant medical products: product ID: 8578, lot# n254568010, implanted: (B)(6) 2011, explanted: (B)(6) 2018, product type: catheter; product ID: 8709. Serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8578, serial/lot #: n254568010, (B)(6), (B)(4); product ID: 8709, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, information was received from a manufacturer representative (rep) regarding a patient receiving dilaudid (25 mg/ml, 8.75 mg/day) via an implantable pump for an unknown indication for use. On (B)(6) 2018, the patient's pump was removed due to early replacement indicator (eri) in 4 months. This was reported as a surgical intervention. It was reported the hcp decided to "replace catheter due to age". The patient denied any symptoms or problems with the therapy. During the procedure, the rep indicated that part of the catheter (8578) broke in the patient and the hcp was "unable to reach to remove". The rep also indicated that the hcp was unable to remove part of the spinal segment (8709), so the catheter that remained "was tied off at spine site". The issue was reported as resolved at the time of this report. The patient's status was alive - no injury. On 2018-apr-12, additional information was received from a manufacturer representative (rep). Additional information confirmed that part of the 8578 catheter and part or the 8709 catheter remain in the patient. Neither remaining devices were in use and a new catheter (8780) was placed.